Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
The customer reported there are issues with their sherlock 3cg tcs chest sensor not giving them proper wire/PICC guidance/placement. Upon review, it looks like the last 4 piccs placed by all 3 of the clinicians on separate occasions, needed chest xrays. This report addresses the fourth occurrence.